Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: the battery compartment was cracked. There was a leak in the battery compartment and moisture corrosion was present in the battery compartment. The other parts of the pump did not have moisture corrosion. Due to internal moisture damage inside the battery compartment, file could not be downloaded, pump could not be powered and tested.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump battery compartment was damaged. In addition, it was noted that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.